Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing confirmed the no output and no telemetry. Further analysis revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. It was reported the patient present to the hospital in heart block. There was no pacing output, no telemetry and no magnet response; the device had depleted suddenly. Additional information received from the physician's office was that the patient almost passed out while at a store. The patient reportedly felt dizzy. The patient was seen at the clinic with a heart rate in the 40s and complete heart block. The pacemaker was not capturing. The device was replaced. No further patient complications reported. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event capture, failure to interrogate, difficult to magnet mode discrepancy output, none.

Event description:
It was reported the patient present to the hospital in heart block. There was no pacing output, no telemetry and no magnet response; the device had depleted suddenly. Additional information received from the physician's office was that the patient almost passed out while at a store. The patient reportedly felt dizzy. The patient was seen at the clinic with a heart rate in the 40s and complete heart block. The pacemaker was not capturing. The device was replaced. No further patient complications reported.